Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation one it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Revision due to pain and instability.

Manufacturer narrative:
(Lot# & exp date); UDI# (B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
A review of the manufacturing records and complaint databases did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.